Event description:
Customer tested blood glucose and received results of 382, 310, and 282mg/dl. The customer was experiencing symptoms of low blood glucose, sweaty and not acting normal. The customer dosed insulin based on the results of 382mg/dl. They kept showing low blood symptoms and was given a coke, gatorade and graham crackers. The customer went to the hosp and they received a result of 45mg/dl. The customer was given orange juice and a sugar drip at the hospital. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.